Manufacturer narrative:
Product has been returned and is pending investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received a higher reading of 400 mg/dl on the adc device compared to a reading of 53 mg/dl obtained on a healthcare professional (hcp) meter and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear was 4 days, and it is unknown whether the customer noted a trend arrow on the device. The customer was unable to self-treat due to unspecified symptoms and received 15 grams of glucose paste from an hcp for treatment. The customer further reported that they were administered 1 bag of IV fluid but was "unsure if it's related to glucose treatment". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned sensor's battery voltage was measured to be within the specification. Battery did not need to be unsoldered. Sensor was placed into pcba (printed circuit board assembly) test fixture and performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Section d4 (primary UDI number) has been updated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received a higher reading of 400 mg/dl on the adc device compared to a reading of 53 mg/dl obtained on a healthcare professional (hcp) meter and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear was 4 days, and it is unknown whether the customer noted a trend arrow on the device. The customer was unable to self-treat due to unspecified symptoms and received 15 grams of glucose paste from an hcp for treatment. The customer further reported that they were administered 1 bag of IV fluid but was "unsure if it's related to glucose treatment". There was no report of death or permanent impairment associated with this event.